Manufacturer narrative:
Planned explant is scheduled but not confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 22.5 diopter intraocular lens is scheduled to be explanted and exchanged from the left eye of a female patient. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up it was learned that the lens was explanted on (B)(6) 2016 due to malpositioning/toric rotation. The lens was replaced with zxro0 22.5 diopter intraocular lens (iol). There was no vitrectomy and no adverse outcome was reported. Has been updated to reflect both adverse event and product problem device available for evaluation ¿ yes, returned to manufacturer on 1/25/2017. Device returned to manufacturer ¿ yes. Device code - in the initial MDR the device entered was based on the follow up information the device code has been updated. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.